Manufacturer narrative:
The two precision cartridge blades subject to this investigation were returned for eval. It was visually confirmed that the distal end of one rod from within the cartridge was broken on both blades. Lot number info has not been provided to permit further investigation. The root cause is undetermined. The handpiece associated with this investigation is as follows; part number: 6209000000, serial number: (B)(4).

Event description:
It was reported that during a total knee surgical procedure, two blades broke. It was also reported that there was a three minute delay to the procedure. It was further reported that there were no adverse consequences as a result of this event.